Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, interrogation revealed ventricular fibrillation episodes with noise that trigged inappropriate anti-tachycardia pacing. The physician suspected lead damage, however no damage was seen via fluoroscopy. The lead was capped and replaced. The patient is in stable condition following the procedure.